Event description:
An adverse event involving a quickie revolution manual wheelchair was reported to (B)(6) medical on (B)(6) 2014. The dealer stated that the end-user was riding in his wheelchair in his garage when the back frame fractured. As a result the end-user fell out of his wheelchair and hit his head on the pavement and is claiming that he was knocked unconscious. The end-user refused to seek medical attention because he stated that his daughter is a trained emt and evaluated him at home.

Manufacturer narrative:
The wheelchair involved in this adverse event is nearly (B)(6) years old. The life expectancy of this product has been well exceeded. Therefore, there will be no further investigation of this complaint and no follow-up MDR will be filed to the FDA. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more information can be obtained from that investigation, a follow up report will be filed.